Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Report source: foreign country: (B)(6). The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and the software was re-installed on the system. The software investigation was unable to determine the probable cause of the reported issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that after starting the system the monitor was black. Update from the site stating that after pressing the power button they could barely see the medtronic logo for a second and then the black screen would appear. It was possible to enter the bios so they think that there is a problem with the hard drive or operational system. No patient was present at the time of the event.